Manufacturer narrative:
This report is being amended to reflect changes in sections. The part numbers and lot numbers are unknown; therefore the device history records could not be reviewed and a product history search for related complaints could not be conducted. No devices were received; therefore the condition of the components is unknown. This device is used for treatment. Information received from the patient states that a 2015 blood test identified the patient had an allergy to pmma and uhmwpe, which would be present in the knee with the bone cement and articular surface. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. It is likely that the patient's reaction was due to the noted allergies.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4)0 other device used: catalog # unknown, unknown bone cement, lot # unknown. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing break-outs, itching and an allergic reaction to the bone cement. (B)(6) 2015 blood test revealed allergy to "pmma and uhmwpe."